Event description:
The hcp reported that the pt developed an infection of the device pocket two weeks post implant. Cultures revealed no growht. The pt was treated with IV and oral antibiotics and the device system removed. The infection was reported to be resolved.